Event description:
The hospital reported that during a coronary artery bypass procedure, the cb-1000 blower mister was leaking. The reporter stated that it was leaking around the area between the plastic and metal. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was returned.

Manufacturer narrative:
The device is currently being investigated and the results are being evaluated and analyzed with similar events. A follow up report will be submitted once the device evaluation is complete. (B)(4).